Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had low blood glucose but not hospitalized. Customer's blood glucose was 32 mg/dl. The customer was treated with grape juice. The customer stated that the possible cause of low blood glucose was over estimated that insulin. The customer was giving insulin manually until the replacement pump arrives. The customer was offered to assist with reviewing settings and assisted with adjusting basal rates in replacement pump. The customer blood glucose before the end of the call was 90 mg/dl.